Event description:
It was reported that the patient received multiple therapies due to an arrhythmia storm. In some episodes, therapies were exhausted and external rescue was required. The device experienced long charge time of more than nineteen seconds and the end of service (eos) for excessive charge time flag was triggered. The device also required a manual charge time of five hours after the event. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt, and device has reached eos with last charge time = 22.7 second. Battery voltage - long charge time eri 1 - patient alert for excessive charge time on (B)(6) 2012 16:20:39. Sensing - oversensing 7 - vf<=210 ms average v-cycle on (B)(6) 2012 in the timeframe between 16:15:57 and 16:19:36. Sensing - interference/noise. Ventricular short interval count v-sic=237 counts, in 0.22 day, on (B)(6) 2012 in the timeframe between 16:04:47 and 21:22:29.